Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, for a direct shipment to the customer the device arrived in bad condition.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. G3. 3. Date received by manufacturer changed to: 13/12/2022, as investigation of manufacturing records finished investigation findings: - the observed damaged most probably occurred due to inappropriate transport conditions, as the packaging appeared compressed. - analysis of the manufacturing records did not present any irregularities during the final packaging inspection process relative to the subject device. It should be noted that with such an irregularity on the external packaging, the product would have not been released for distribution. - due to the severe damage to the outer and inner packaging, the integrity of the device cannot be guaranteed. For this reason, the pacemaker has to be discarded. H3 other text : based on available pictures the root cause could be traced to shipment/transportation

Event description:
Reportedly, for a direct shipment to the customer the device arrived in bad conditions: the kora 250dr, (B)(6), shipped by ups tracking number awb (B)(4), was delivered in bad conditions to the customer.